Event description:
Patient reported obtaining back-to-back blood glucose results of 44 mg/dl and 88 mg/dl, while using the suspect device. Patient indicated that she was exhibiting symptoms of hypoglycemia (sweaty and shaky) and self-treated by drinking orange juice and eating "something sweet." No patient injury was reported and no treatment was received. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.